Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed at the station. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed with an error related to cubie read/write, and the device was not detected on the communication bus, preventing users from dispensing medications to patients. This incident caused a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.